Event description:
It was reported that a patient's "device was malfunctioning". It was reported that the patient did not have a programmer. It was stated that the patient's records were lost and they were unsure if the device was from medtronic or another manufacturer.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).